Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving an evolut fx+ system, the patient's annulus sizing was on the cusp between two valve sizes. A 26 mm size valve was initially used, but when partially deployed to 80% and fully expanded in the view visually, the valve appeared too small for the anatomy due to not reaching the annulus/sinus resulting in paravalvular leak (pvl). The 26 mm valve was subsequently retrieved and exchanged for a larger 29 mm size valve, resulting in a positive outcome. No patient complications were reported as a result of this event. Additional information was received that the severity of pvl was moderate.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving an evolut fx+ system, the patient's annulus sizing was on the cusp between two valve sizes. A 26 mm size valve was initially used, but when partially deployed to 80% and fully expanded in the view visually, the valve appeared too small for the anatomy due to not reaching the annulus/sinus resulting in paravalvular leak (pvl). The 26 mm valve was subsequently retrieved and exchanged for a larger 29 mm size valve, resulting in a positive outcome. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012816401); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012659409); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.